Manufacturer narrative:
(B)(4).

Event description:
Procedure: total pancreatectomy. According to the reporter: upon the second fire, the device stopped advancing in the middle of firing. Dr. Stopped using it. To correct the issue, re-stapling was performed by hand sewing as reinforcement. The procedure was completed with a new device. Operating time extended: more than 30 min. Additional tissue resection: no. Tissue damage: yes. Nothing fell into the cavity. Under 200 cc bleeding. The handle was discarded by customer.

Manufacturer narrative:
(B)(4).